Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling, instrument service and accuracy testing on the troponin reagent. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The products were not available for return. Accuracy testing on a retained kit met all specifications. The pre-trigger level sense sensor and probes were replaced on the architect i2000sr analyzer due to normal wear. Complaint information reasonably suggests the assay and instrument are performing as intended, and no malfunction of the devices occurred. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Event description:
The customer observed a false positive troponin-I result on the architect i2000sr analyzer. The following data was provided: initial result was greater than 50 ng/ml. The technician called result to physician and patient was treated based on this result. Customer does not have any specifics on patient, sid, data or treatment but indicates that the patient survived the treatment given. The sample was repeated, undiluted on the same instrument and received a negative result. No further patient or treatment details are known. On (B)(6) 2014 an abbott technician replaced the stat, r1 and r2 probes, there are no concerns with the wz manifolds, no evidence of leaks. The customer states they are still running positive troponin-I results in duplicate but have not seen any discrepancies in results.